Manufacturer narrative:
(B)(4). The two complaint devices are currently on their way to fisher & paykel healthcare (B)(4). A follow-up report will be submitted upon completion of this investigation.

Event description:
A hospital in (B)(6) reported via our distributor that the feedsets of two mr290 humidification chambers snapped during ventilator setup. This was found prior to patient use.